Manufacturer narrative:
(B)(4). Batch # p5622z. The analysis results showed that the tx60g device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. In addition two staples in b-form shape was in the cartridge, indicating that a complete firing stroke was completed. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the retaining pin placed manually or automatically? Was it confirmed that the pin was completely seated in the anvil prior to firing? Were any staples deployed? If so, what was the shape of the staples? If staple issues were noted, did the surgeon note the issues throughout the complete staple line or in just one area? Was the device difficult to close? Was the device difficult to fire? Was this the first firing or multiple firings in the same procedure? How was the procedure completed? Did the surgeon take any additional steps in the procedure prior to making the decision to open? Were the alleged device issues experienced the reason for the conversion to open or were there other factors which led to the decision to convert to open? What is the current patient status?

Event description:
It was reported that during an ileostomy takedown procedure, the stapler corner didn't fire. It totally failed per the surgeon who used this all the time for these cases. The surgeon had to convert and revise bowel anastomosis.